Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Evaluation summary: the cause of the problem could not be determined due to insufficient info and the problem is not clearly defined. Evaluation: no product was returned for eval. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that the devices were implanted in 1993. Post-op, the pt fell and complained of pain during the four months following the fall. The pt was revised in 2007.